Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist found that the station was in retry mode and performed the knowledge article procedure (retry mode: update strg.storagespacestate) to resolve 502 outstanding issues. Following the action, the customer confirmed that the station was communicating properly, and no retries were observed for 24 hours. The system functioned as technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the refill report displayed incorrect data, showing items present in the cart when none were available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.